Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material in the air/water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for investigation. A sample of the foreign material was collected and sent to the legal manufacturer for further analysis. The material analysis showed that the material is silicone. The source of this silicone cannot be determined. The device has been repaired and returned to the user facility. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Additional information h6, b5, for b3 ni- olympus detected this issue during device servicing, therefore there is no information of customer reported date of event. Corrected fields- h6. Updated fields- h11.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material in the nozzle there was no patient involvement.